Manufacturer narrative:
The customer reported the device passed morning checkout procedures prior to use and emergency backup systems worked as designed during the event so there was no interruption of patient care. The machine returned to normal service after a system reboot. Spacelabs has launched an investigation of this event and will file a supplemental report when the investigation is complete. Placeholder.

Event description:
Spacelabs received a report that an arkon anesthesia machine spontaneously went into a failed state during patient use on (B)(6) 2015. No one was injured as a result of this event.